Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller (B)(6) and six (6) batteries (B)(6), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. Visual evidence provided by the site revealed contamination on the controller housing around power ports. Additionally, visual inspection and visual evidence provided by the site revealed a dark substance was found on the controller pins. However, historical results from previously tested samples revealed that the substance is consistent with the lubricant applied on the power sources prior to release. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and several premature power switching events that were due to communication errors involving (B)(6), analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6), where the batteries' relative state of charge (rsoc) values were between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Analysis of the alarm log file revealed multiple critical battery alarms due to communication errors involving (B)(6). Analysis of the event log file revealed seven (7) controller power up events with associated pump start events logged on (B)(6) 2021 at 08:54:10, on 02/oct/2021 at 08:03:05, 23:40:43, and 23:50:17, on 20/oct/2021 at 04:32:56, and on 30/oct/2021 at 14:44:48 and 20:59:45. No anomalies were observed leading up to the losses of power on 30/oct/2021. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the power up events between (B)(6) 2021 and 20/oct/2021 were not available. The controller was without power for an average time of 13 seconds per loss of power. As a result, the reported events were confirmed. The associated batteries had been lubricated prior to release. A possible root cause of the reported "blackened pins" event can be attributed to the lubricant placed on the power sources prior to release. The most likely root cause of the reported contamination event can be attributed to handling of the device. The most likely root cause of the reported premature power switching event can be attributed to a communication error between the controller and batteries, and due to momentary disconnections, which may be attributed to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: (B)(6) d10: yes, return date: 15-dec-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): FDA results code(s): FDA conclusion code(s): d02 (B)(6) d10: yes, return date: 15-dec-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): FDA results code(s): FDA conclusion code(s): d02 (B)(6) d10: yes, return date: 15-dec-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): FDA results code(s): FDA conclusion code(s): d02 (B)(6) d10: yes, return date: 15-dec-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): FDA results code(s): FDA conclusion code(s): d02 (B)(6) d10: yes, return date: 15-dec-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): FDA results code(s): c04 h6: FDA conclusion code(s): d02 (B)(6) d10: yes, return date: 15-dec-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): FDA results code(s): FDA conclusion code(s): d02 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2022 / serial #: (B)(4) ,UDI #: (B)(4), device available for evaluation: no, no, device evaluation anticipated, but not yet begun, mfg date: 03-jun-2021 labeled for single use: no, (B)(4) investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller and the batteries exhibited multiple power switching. The controller also exhibited multiple unexpected loss of power, and the batteries exhibited power disconnect alarms and critical battery alarm. Visual inspection was performed and the controller power ports showed that the pins were blackened and that there was contamination around the ports. The controller and the batteries were exchanged. No patient complications have been reported as a result of this event.